Event description:
Consumer called to report getting weird readings from their family member's meter. Analysis run on clark error grid using mean avg reading (290) as ref. Point vs. Bd readings of 9451, 129) yielded data point in the c/d zone of the grid, outside of acceptable limits.